Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735740, serial/lot: n/a, version: (B)(4). A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. The logs and archives were returned for software analysis. The analysis is still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during sacroiliac and thoracolumbar procedure. It was reported that during the surgeon's case, 10 screws were placed and the last screw deviated. The surgeon noted the pedicle was breached upon respin for levels. The breached screw was removed and the surgeon decided against replacing it. The surgeon stated patient was neurologically intact. Technical services inquired about accuracy checks, and the clinical specialist stated it was percutaneous and unable to check accuracy throughout. The clinical specialist noted these were 3rd party screws. They also performed a system checkout with a demo spine and imaging, which was accurate. There was no impact to the patient outcome. There was a 10 minute delay.